Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Inamed has not received the product at this time. Therefore no analysis or testing has been done. Intolerance is a surgical/physiological complication, and analysis of device generally does not assist inamed in determining a probable cause of this event. Intolerance is addressed in the labeling as follows: "complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."

Event description:
Explant to be returned. Follow up findings, device explanted due to intolerance to lap-band.